Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right coronary artery that is 80% stenosed. The 3.5x12mm nc trek balloon dilatation catheter (bdc) was inflated in the anatomy 7-8 time to 13 atmospheres; however, when attempting to deflate the bdc, it would not deflate fully. Negative pressure was pulled repeatedly, however, the bdc would not deflate fully. The bdc was vigorously pulled out the patient anatomy meeting resistance during removal with anatomy, guide wire, and guide catheter. The bdc noted to still be filed with contrast. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the device from the guide wire and guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device from the anatomy, guide wire and guiding catheter appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.